Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of lesions in a colectomy functional end to end anastomosis procedure, the knife advanced to the tip and resection was completed, but the knife could not be pulled back. No matter what was done, the jaws could not be released and additional resection was performed to complete the separation. New handle and reload was used to resolve the issue.